Event description:
It was reported the abutments/crowns arrived and were placed. Patient reported loosening of abutments screws at implant sites #19 and 20. Doctor stated the crowns came off and they had to laser the growth tissue from around implant. The abutments screws were retightened, and the implants remained in place.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). B3: date of event unknown / not provided. D6a. Placement date not applicable. D6b. Explantation date not applicable. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). B4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie did not receive one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1269355. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269355 for similar events and 3 other relevant complaint(s) were identified, (B)(4). Review completed utilizing keywords: dental : functional : loosening. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.